Event description:
It was reported that the patient presented in the clinic. Upon interrogation, the right ventricular lead exhibited high capture threshold. The right ventricular lead was explanted and replaced. The patient was stable throughout.

Manufacturer narrative:
The reported event of increased thresholds was not confirmed. As received a complete lead was returned in two pieces with the helix retracted and clogged with blood. Visual examination found damage to the inner and outer insulations due to the procedural damage. The electrical test did not find any indication of conductor fractures but found shorts between the conductors due to the procedural damage to the insulations. All the damage found was consistent with procedural damage.